Event description:
The complaint stated that the mast separated from the base with a patient on it. As they were lifting the patient the mast fell forward. The nursing staff was able to catch the mast before it hit the patient.

Manufacturer narrative:
The distributor found that the account assembled the lifts and did not install the mast correctly onto the base. The distributor properly installed the mast to repair the lift.